Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022 due to a discharge and pain in the implant area. Subsequently, on (B)(6) 2022, the patient was treated with IV antibiotics for a duration of 10 days and oral antibiotics for a duration of 42 days, however, the issue could not be resolved. The patient then underwent a surgical procedure on (B)(6) 2022, to clean the wound. The implanted device remains.